Event description:
It was reported to nova biomedical that a consumer received a result of 214 mg/dl on their blood glucose meter. The consumer immediately performed additional tests using the same meter and strips getting the following results of 72 mg/dl, 170 mg/dl, 78 mg/dl, 182 mg/dl, 187 mg/dl, and 100 mg/dl. During the call to customer support, the consumer control tested their test strips when they were opened and the test strips control solution fell into range. Another control solution test was performed while trouble shooting showing the test strips to fall in range. The difference in the consumer's readings was determined to be clinically significant. The meter and test strips will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.